Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a reagent probe was dripping and the synchron lxi 725 clinical system was producing photometer errors. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and replaced a valve which resolved the leaking issue. Fes found cartridge chemistry (cc) sample probe errors and inspected cranes and some resistance was found on the vertical movement of cc probe. Fse cleaned and lubricated the crane and alignments were completed which improved the movement. Qc was tested and no problems were observed. Repair was verified per established procedures. (B)(4).